Event description:
Sorin group received a report that the stockert compact system was displaying multiple errors during a procedure for one of the pumps not set up for use. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert compact system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group service representative was dispatched to the facility to evaluate the issue. During troubleshooting, the representative found short circuit damage on the pump's communication processor board. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.